Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was unable to put device into MRI mode. Upon further investigation, system diagnostics recorded high impedances on the lead. Repositioning the patient took place, but the issue persisted. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.